Event description:
During follow-up, suspected external noise resulting in oversensing was observed on the right atrial (ra) lead. No intervention has been performed. The patient was in stable condition and will continue to be monitored.